Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that black particles were visualized in the humidifier of the device. In addition, the patient reported a strange taste. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that black particles were visualized in the humidifier of the device. In addition, the patient reported a strange taste. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The ventilator was evaluated by the service center and customer's complaint was not duplicated. There was no evidence of foam degradation in the device. The device passed all final testing.